Event description:
Surgical procedure: robot-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, removal of 6x5 cm right ovarian mass. During surgical procedure, spark noted. Tip cover changed. No injury to pt occurred. Tip cover preserved for later inspection. Photos taken of tip cover and sent to intuitive. Tip cover inspected for holes.